Manufacturer narrative:
Updated fields: d9, h2, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established due to no problem found with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an unspecified communication error when you plug it in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to a previously submitted d6a and d6b fields. D6a and d6b fields have been updated to n/a.

Event description:
No additional information received from the customer.